Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle hub was broken during use and caused blood leakage after the penetration. The following information was provided by the initial reporter, translated from chinese to english: "it's noticed that needle hub broken and lead to blood leakage at the needle hub after completed penetration."

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9141631. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Additionally, a sample was received for the purpose of our investigation. Our investigators noted a small crack was found during leakage testing, that was located on the adapter. The returned product's swage dimensions were measured by our team and found to be within product specifications. Unfortunately, the root cause for this complaint could not be determined at the conclusion of our review. H3 other text: see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system needle hub was broken during use and caused blood leakage after the penetration. The following information was provided by the initial reporter, translated from (B)(6) to english: "it's noticed that needle hub broken and lead to blood leakage at the needle hub after completed penetration".